Event description:
Healthcare professional reported "capsular contracture, baker grade unknown" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion and more than three openings. A microscopic analysis and leak test were performed which identified more than three openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -more than three openings striated in the side anterior/patch assessed as surgical damage.

Event description:
The device has been explanted.